Event description:
It was reported that during a procedure for treatment of a cbd stone, the dr introduced jagwire 5658 though a cannula then placed another MFR's plastic stent. After plastic stenting, the dr withdrew the jagwire. It was noticed that the tip of the jagwire was broken and left inside the pt's body. The dr then tried to retrieve the broken wire through a basket but failed to do so. It was reported that there were no pt injuries or complications.